Event description:
Terumo medical corporation received the reported information. The device was partway in the patient's forearm, and an attempt was made to pull the device out. However, the device started to unravel due to spasm. The patient was taken to surgery to remove the short part of sheath left in the forearm. The patient was stable when they left for surgery. The blood loss was less than 250cc. The device unraveled/braided coil when got stuck spasm within the radial artery. Additional information was received on 27dec2025: the type of procedure that was being performed was a left radial peripheral r2p case. The medication that was given to treat the spasm was nitro. The patient has underlying health conditions of peripheral artery disease (pad). The patient was stable following the surgery. The general surgeon removed second sheath and wire when other physicians were out of the room. When the first sheath was removed it started to unravel. There were no concomitant devices used with the sheath.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2025-00193.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One r2p sheath and dilator were returned for assessment. The sample was subjected to visual analysis. The dilator is fully inserted into the sheath. The sheath coil is separated 16.5cm from the sheath tip. The coil is separating from the sheath coating. One r2p sheath and dilator were returned for assessment, and the sheath was separated near the sheath tip. The complaint can be confirmed for a sheath separation. The exact root cause cannot be determined. The likely cause is the sheath was withdrawn during resistance due to patient spasm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).